Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the device was cleaned regularly per device instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In addition, livanova learned that the hydrogen peroxide (h2o2) level is checked daily, but only from monday to friday. Moreover, the patient reusable blankets are not used by customer. Based on the information above, the h2o2 check frequency is a practice performed which are not in accordance with the device instructions for use since it is not checked daily as prescribed. Even if the root cause remains unknown, this deviation may have led/contributed to the reported contamination.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.